Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the single port (sp) instrument arm drape disc was not complete and continued to separate and rise. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that the procedure was completed with a backup drape. There are no images or video for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The single port (sp) instrument arm drape was analyzed and found to have a functional test failure for engagement test. Visual inspection was performed and there was no off-set input to suggest the cause of an engagement failure. During engagement testing, a gap between the patient side manipulator (psm) and sterile adapter was observed. Engagement was attempted 5+ times with the same gap observed. On 03/12/2026, advanced failure analysis confirmed the initial findings. The instrument failed recognition and engagement on one of the 4 arms. Inspection of the sterile adapter found that the gray wing component which mechanically engages with the psm was found to be bent outwards when compared to an in-house sterile adapter. There was no physical damage observed with any of the other components of the sterile adapter. The complaint regarding the third arm disc section is not complete and continues to separate and rise was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.